Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that when palpating the patient's ins on call to connect with ins to activate MRI mode that the patient's ins feels like it's "turned sideways" instead of lying flat. Caller stated they noticed this "maybe a week ago". Caller clarified ins feels like it "kind of sticks out at top". Caller stated the patient hasn't had any recent trauma/falls. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.